Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the staples did not fire from the initial firing attempt." There was no medical intervention required. Th patient's current condition is unknown.